Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a malfunction with the navigation camera. The malfunction was described as "field of view corrupted got smaller.¿ the problem was that in order for the camera to ¿¿see¿¿ the tools, it needed to be placed very close to the tools. The camera had to be placed less than 50 cm from the probe or the frame. One would not have been able to perform a navigation case with this issue. It was noted that the camera was unusable. There was no patient present as this issue occurred in a demo setup of the system.